Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, when surgeon fired the first clip, it was not properly formed. Also the second clip showed the same problem. Moreover this clips provoked an abrasion (superficial wound) on the artery. There were no adverse consequences for the patient.